Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker device exhibited two recent high out of range pace impedance measurements on the right atrial (ra) lead. The first out of range measurement was greater than 3000 ohms and the second was 2448 ohms. These measurements resulted in the occurrence of a lead safety switch (lss). As a result of the lss, the pacemaker device automatically switched ra lead from the bipolar to the unipolar pace and sense configuration. Other than these two out of range measurements, the ra pace impedance was noted to be stable in the 500 ohms range. In addition, there was noise observed on the ra lead when the lead was in the unipolar configuration and the noise was oversensed. The ra lead is not a boston scientific product. The healthcare provider (hcp) indicated that they have had the patient in the clinic after each out of range pace impedance measurement, but they have been unable to reproduce any out of range impedance measurements or noise. Boston scientific technical services (ts) discussed that device or lead replacement is not recommended for this issue unless warranted by the patients need for pacing therapy. The hcp stated that the patient does not receive ra pace therapy. Ts explained that the most likely cause for the impedance excursions is the device header spring contact issue, which the hcp mentioned. Ts suggested to program the ra lead to a unipolar pacing and bipolar sensing configuration and program lss off so they do not have to worry about the patient coming back to the clinic. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this pacemaker device exhibited two recent high out of range pace impedance measurements on the right atrial (ra) lead. The first out of range measurement was greater than 3000 ohms and the second was 2448 ohms. These measurements resulted in the occurrence of a lead safety switch (lss). As a result of the lss, the pacemaker device automatically switched ra lead from the bipolar to the unipolar pace and sense configuration. Other than these two out of range measurements, the ra pace impedance was noted to be stable in the 500 ohms range. In addition, there was noise observed on the ra lead when the lead was in the unipolar configuration and the noise was oversensed. The ra lead is not a boston scientific product. The healthcare provider (hcp) indicated that they have had the patient in the clinic after each out of range pace impedance measurement, but they have been unable to reproduce any out of range impedance measurements or noise. Boston scientific technical services (ts) discussed that device or lead replacement is not recommended for this issue unless warranted by the patients need for pacing therapy. The hcp stated that the patient does not receive ra pace therapy. Ts explained that the most likely cause for the impedance excursions is the device header spring contact issue, which the hcp mentioned. Ts suggested to program the ra lead to a unipolar pacing and bipolar sensing configuration and program lss off so they do not have to worry about the patient coming back to the clinic. The products remain in-service. No patient symptoms or adverse patient effects were reported.